Event description:
Siemens fluoroscopy equipment with known battery issue. Battery issue reported to siemens on 11/14/2024 when discovered. As of the date of this writing (12/27/24), we still do not have an installation date. Parts were received by eaton on 12/6/2024, which is siemens subcontractor. Our facility does has a service agreement with siemens.